Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): we got a call from a customer that is having an issue with a flowflex plus covid 19 and flu a/b antigen test kit. The customer just purchased the test kit, so this is an out of box issue. When the customer performed the test correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer was able to send a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.